Event description:
It was reported that pump display had a pixel problem where screen appeared black with only a few colorful lines, which affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, provided instructions for putting old pump into storage mode, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.